Manufacturer narrative:
H3/h6: the suspect device was returned for evaluation. A review of the available service history found no records of related repairs within the past 12 months. Functional and visual inspections were conducted, during which the downstream occlusion seal (dso) was found to be delaminated. The reported issue was confirmed. The probable root cause was identified as a defective mainboard. The dso and mainboard were replaced to resolve the issue.

Event description:
The customer was reported that the cadd solis pump displayed error code 42224 and frequently triggered occlusion alarms. There were unknown patient involvement and no harm reported. Evaluation of the returned device identifies the defective main board, and dso seal delaminated. This would be likely to be cause interruption of therapy during use.